Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was not reported. It was reported that the patient was hospitalized for peritonitis. Two day after event onset, the patient was treated with injection meropenem (1gm/once daily/ intraperitoneal/ ongoing), injection amikacin (250mg/ one daily/ intraperitoneal/ ongoing) and injection heparin (5000iu/four timed a day, intraperitoneal/ ongoing) for peritonitis. At the time of this report, the patient remains hospitalized and is recovering from peritonitis. Pd therapy was ongoing. No additional information was available at the time of this report.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b3, b5, b6, b7, d10, h6 and h11. B5: upon follow-up it was confirmed that the patient did not experience an event of peritonitis. It was reported that the patient discharged from the hospital 4 days after admission and the antibiotic treatment were discontinued on an unknown date. On an unknown date, the patient was recovered from the cloudy pd effluent and abdominal pain event. H11: this report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. Should additional relevant information become available, a supplemental report will be submitted.